Manufacturer narrative:
This report is submitted on march 13, 2017. (B)(4).

Event description:
Per the clinic, the patient developed soft tissue complications at the implant site, including pain and skin overgrowth. Subsequently, the patient was treated with corticosteroid creams and corticosteroid infiltrations. Infiltrations (date not reported), the implanted device remains.